Manufacturer narrative:
This report was originally submitted in august 2016. (B)(6) notified us that the initial report was missing for this submission on september 11, 2020, and asked us to resubmit the report with "initial" checked off (g7).

Event description:
Patient was being transfered from bed using a medcare 600lb lift. When the patient was elevated approximately 3.5 feet, the lift was turned to move them over a chair and the lift started to tip over. A cna jumped on the leg that raised in the air. The lift did not continue to tilt. The patient was not injured. A nurse reported twisting her lower back, right knee, and right side of neck.